Event description:
It was reported that a user of the ilet experienced sustained hyperglycemia with a highest cgm reading of 400 mg/dl and a confirmatory meter value of 325 mg/dl over approximately three hours, while using an inset infusion set and a dexcom g7; the user believed the pump was not dosing insulin and described symptoms consistent with diabetic ketoacidosis, and review of synced data showed frequent pump pauses and lack of meal announcements. Symptoms included hyperglycemia. Outcomes included the need for unexpected medication intervention. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available due to insufficient information, and no specific device component issue was identified. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.